Manufacturer narrative:
Reason for reoperation: "hole, non-specific" and "plug strap separated". Device evaluation: the device related to the reported event of deflation and plug strap separated was received on 14 feb 2024. With catalog number mcghan 210cc.based on the device analysis grid, the assessments of the complaint are: ¿ deflation and plug strap separated: observed, one opening assessed as surgical damage and missing on the plug strap assessed as inconclusive. No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional later also reported "hole, non-specific" and "plug strap separated".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted-replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 14/feb/2024. Additional, changed, and/or corrected data: g1.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later also reported "hole, non-specific" and "plug strap separated". Device has been explanted-replaced.